Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis (improper component placement).

Event description:
On (B)(6) 2018, this patient underwent an endovascular repair for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported when the trunk-ipsilateral leg (rlt231416j/17725773) component was deployed, the right internal iliac artery was unintentionally covered by the ipsilateral leg. The physician tried to push the rlt231416j device up, but could not resolve the covering. A wait and watch approach was taken because the left internal iliac artery was opened/patent. The patient tolerated the procedure.